Event description:
It was reported that during the shunt pta treatment procedure, difficulty was experienced deflating the symmetry small vessel balloon dilatation catheter. After approximately five minutes the balloon was successfully deflated and removed. No pt injuries or complications were reported. The pt's status was reported as 'good'.